Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis showed that the fixation helix was found bent, which most likely resulted from applied mechanical stress during the surgery and is thus assumed to be the root cause of the described fixation issue. However, a thorough analysis of the lead did not reveal a definite cause for the reported dislodgement. Damages such as cuts into the insulation 8 cm distal to the is-1 connector pin, most likely resulted from the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to dislodgement approx. 1 month after the implantation.